Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient reported that they woke up in drain one of four and had not drained anything. The patient cancelled treatment and performed a manual drain. The manual drain volume was 2800 ml. The technical service representative reviewed the treatment records. The patient drained 4100 ml during drain zero, and 2186 ml during drain one. The patient¿s fill volume was 2005 ml, and the last fill volume was 2000 ml. The drain volume of 4100 ml is 205% of the fill volume of 2000 ml. The patient¿s drain one volume and manual drain volume totaled 4986 ml, which was 249% of the fill volume of 2005 ml. Upon follow up, the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A simulated treatment was performed and completed without failure. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.